Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This issue was discovered while opening the packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed, and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.